Event description:
A customer reported experiencing a cgm error 42, which caused some concern. There was no adverse impact to the customer's blood glucose level, as the error did not occur again after resetting the pump. With assistance from technical support, the customer successfully reset the pump and initiated their sensor session without additional issues.